Event description:
The event is reported as: the balloon broke and leaked at the connection. No pt injury reported.

Manufacturer narrative:
Evaluation: results: other - glue smear on the balloon material. Conclusions: device failure occurred and was related to the event. Conclusions: other - complaint failure confirmed. Corrective action in place to screen out defective products inclusive of products with glue smear. In addition to inflation and irrigation and lumen test, MFR will include drainage lumen leak test post funnel injection moulding.